Manufacturer narrative:
(B)(4). Additional information, including operative notes, patient medical history and the return of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details and been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 4 months due to dislocation.

Manufacturer narrative:
(B)(4) final report. Additional information, including operative notes, patient medical history and the return of the explanted devices was requested in order to progress with this investigation, however, these details were not provided and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification. A post-operative x-ray was provided and reviewed at corin, which showed high anteversion in the positioning of the cup. Based on the information available for this event, no further investigation can be conducted and it has been concluded that there was too much anteversion in the positioning of the trinity cup resulting in the anterior dislocation of the patient. Consequently, corin now consider this case closed, however, should any additional information be provided, then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 4 months due to the patient dislocation anteriorly.